Event description:
The user facility reported the doctor implanted the nph valve. Three days later the doctor removed the nph valve because the pt was experiencing pressure and headaches. The doctor replaced the nph with a low pressure hakim valve. Pt appears to be doing well. The device was not saved for return and investigation.